Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was inserted and then it was aspirated. The farawave catheter was in the sheath and while the physician was aspirating, and the sheath drew air. The faradrive sheath was flushed with a pressure bag and nothing unusual was detected. Additionally, a fluid leak was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.